Event description:
Customer reported comparing his aviva system to a professional meter of unknown type with results of 48 mg/dl on his meter and 235 mg/dl on the professional meter within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.